Manufacturer narrative:
The returned product was visually inspected and functional tested. The resuscitation bag could generate a lot of air flow as intended working. The c02 monitor was not returned, potential there was some improper use for the c02 monitor. We have no complaint about this issue in the past two years.

Event description:
C02 monitor was not generating enough air flow to the patient.